Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that upon removal of the subject device from the packaging scratches were found on the case. It was also indicated that no sharp objects were used and pacemaker was therefore not used.